Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. As received, the charger was resetting. Upon evaluation, the u104 (pxa) and u1003 (pld) bga components failed, the u13 component was shorted on the bedside board, and the y1 crystal oscillator was open on the bedside board. The cause of the resets is the bga failure and defective components. The cause of the bga failure cannot be positively identified. The cause of the defective components cannot be positively identified. The root cause of the resets cannot be distinguished between these failures. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was resetting.